Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed via analysis of the returned modular cable. Visual inspection of the returned modular cable a tear in the polyurethane outer jacket approximately 7¿ from the inline connector, exposing the underlying protective layer. Evaluation of the wires did not reveal any further issues. The modular cable was connected to a test system controller and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The submitted system controller event log files contained approximately 10 hours of data combined (06aug2001 from 22:57:21 to 23:08:03, 13sep2023 from 12:26:00 to 12:47:50 and 13sep2023 from 03:11:20 to 12:12:36 per the timestamps). The data in the submitted log files did not indicate any issues with the modular cable. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a 2-inch tear in modular cable. The modular cable was exchanged in clinic.

Manufacturer narrative:
Reportable rationale: a controller exchange is considered medical intervention. Reason for the exchange is not known.